Event description:
Rptr called on behalf of her brother, (B)(6). The pt rec'd two surgeries, each containing two devices. The first surgery was on (B)(6) 2011, and was for a hernia on the right side. The rptr stated the first surgery consisted of an ethicon prolene mesh and a bard perfix extra large plug. The second surgery was on (B)(6) 2011, and was for a hernia on the left side. The rptr stated the second surgery also consisted of an ethicon prolene mesh and a bard perfix extra large plug. Rptr stated that within 3 weeks of implantation, her brother was having problems with his bowels, muscle weakness, muscle pain, sleeping problems, extreme fatigue, mental status of confusion, weight loss, urinary problems, short-term memory loss, unable to do daily functions and chronic abdominal pain. The rptr also stated that her brother experiences numbness throughout his body and 2 nerves were entrapped in both plugs on both sides. The nerves affected were the ilioinguinal and genitofemoral. The rptr said all devices were removed on (B)(6) 2012, but the pt still experiences all symptoms. The rptr stated her brother is unable to sit more than 15 mins and laying flat is the best and most comfortable. Same pt as (B)(4).